Event description:
A customer contacted baxter's technical service center to report a low drain volume alarm on the homechoice (hc) machine during drain. The home patient (hp) went to a manual drain and the drain volume (dv) was 4098ml. The programmed fill volume was 2000 ml. This drain amount meets increased intra-peritoneal volume (iipv) criteria. On (B)(6) 2010 product surveillance contacted the home patient's peritoneal dialysis nurse (rn), regarding the report that the hp had a drain of 4098ml during a low drain volume alarm. The nurse stated that she did speak with the hp after that incident and confirmed that the hp did not have any symptoms. Product surveillance asked the nurse if they wanted the device swapped out for evaluation and the nurse stated that it was not necessary because the hp was doing fine. The nurse stated that it was not the device that caused the large drain, she believes that the hp was bypassing the alarms. The nurse confirmed there was no patient injury or medical intervention associated with this report. No allegations were made against any of the hp's dialysis products.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The nurse stated that it was not necessary to return the device because the homepatient (hp) was doing fine. The nurse stated that it was not the device that caused the large drain, she believes that the hp was bypassing the alarms. A review of the device's service history revealed no issues that may have caused or contributed to the incident of iipv. Based on the available information, the cause for the reported issue of iipv was determined to be the hp inappropriately bypassing the low drain volume alarm. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.